Event description:
On (B)(6) 2012, this patient underwent generator replacement surgery. On (B)(6) 2012, a fax from the physician was received. Patient manipulation or trauma did not occur. The patient settings and diagnostics from the patient's (B)(6) 2012 appointment were provided. X-rays results were also attached. Three views of the cervical spine were x-rayed. Multiple areas of tubing and electrode leads were seen overlying the neck. Lateral and pa images of the chest showed a left chest metallic device with lead extending to the neck. There was also tubing overlying the right chest. An implant card received on (B)(6) 2012 indicated that the patient underwent generator replacement due to end of service. The explanted generator was received on (B)(6) 2012 and is currently undergoing product analysis. Attempts for additional information have been unsuccessful. A battery life calculation performed on 08/06/2012 indicated 3.36 years to eri=yes.

Event description:
It was initially reported that the patient present at a recent appointment with a high impedance (dcdc 4). The physician ordered x-rays which did not show any lead breaks or discontinues. X-rays were not provided to the manufacturer. Surgery is likely but has not occurred to date. Additional diagnostics were received at a later appointment; normal mode - output status: ok. Output current: 1.25, lead impedance: ok, dcdc: 5, system mode - output status: ok, lead impedance: high, dcdc: 4. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Product analysis for the explanted generator was approved on (B)(6) 2012. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. On (B)(6) 2012, follow-up with the patient's physician revealed the following information. On (B)(6) 2012, high impedance was reportedly seen with systems diagnostics indicating dcdc=4 and normal mode diagnostics of dcdc=5. X-rays were taken on (B)(6) 2012. These were not provided to the manufacturer for review. The patient also experienced increase in seizures, below her pre-vns baseline, as she had a grand mal seizure two days prior. During surgery, the patient's old generator was explanted, and the new generator was connected to the old lead. Lead impedance was ok; therefore, the lead was not revised. There was initially no suspected malfunction with the generator; however, after the high impedance was resolved with a generator change, it was believed that the high impedance was caused by the generator. The generator was programmed on after surgery. The patient was seen after surgery on (B)(6) 2012. The patient was programmed to an on time of 30 seconds and an off time of 5 minutes. Diagnostics showed dcdc=2; however, it was not clear if this was in normal mode or systems diagnostics. The patient was reported to be doing wonderfully. After the allegation of high impedance was made on the generator, additional product analysis was performed. The reported allegation of high impedance on the generator was not duplicated in the product analysis laboratory. The pulse generator diagnostics were as expected for the programmed parameters. No obstructions were observed in the header lead cavity or connector blocks. A bench lead inserted past the connector blocks. In addition, the in-line cavity go gauge test passed.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR stated that the lead was the suspect device; however, additional information was received that the generator was alleged to have the malfunction. Type of device, corrected data: previously submitted MDR stated that the lead was the suspect device; however, additional information was received that the generator was alleged to have the malfunction. Model, serial #, lot #, expiration date, corrected data: previously submitted MDR stated that the lead was the suspect device; however, additional information was received that the generator was alleged to have the malfunction. Date of implant, corrected data: previously submitted MDR stated that the lead was the suspect device; however, additional information was received that the generator was alleged to have the malfunction. The implant date for the generator has been corrected. Date of explant, corrected data: previously submitted MDR stated that the lead was the suspect device; however, additional information was received that the generator was alleged to have the malfunction. The explant date for the generator has been corrected. Device available for evaluation, corrected data: previously submitted MDR stated that the lead was the suspect device; however, additional information was received that the generator was alleged to have the malfunction. The date the suspected medical device was received has been corrected. Device evaluated by MFR, corrected data: previously submitted MDR stated the device was not returned to the manufacturer; however, it has been received and evaluated. Device manufacture date, corrected data: previously submitted MDR stated that the lead was the suspect device; however, additional information was received that the generator was alleged to have the malfunction. The manufacture date for the generator has been corrected. This report is being submitted to correct the aforementioned information.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.